Event description:
When the nurse checked the pt's arm, the catheter exit site was very red and there was a red line running up the pt's arm from the vein where the catheter had been placed. The nurse pulled the catheter, suspecting infiltration. The catheter was then flushed, but no leaks were noted.

Manufacturer narrative:
The implicated product is a 5.0 fr. Dual lumen PICC in an intermediate tray. The product received for evaluation is an 50 fr. Dual lumen catheter measuring 28.4 inches long. A suture wing is in place immediately proximal to the 5-dot depth marker. The strain relief of the proximal adapter leg has been partially pushed over the wings on the white blunt connector. A lot history review reveals no mfg issues and no similar complaints for this lot. Tactual exam is positive for intermittent dried white densities throughout the length of the catheter that represent residual decontamination solution. Patency of both lumens is demonstrated by flushing and aspirating through each with a water-filled 12cc syringe. No leaks are noted when occluding the catheter's distal tip and hydraulically pressurizing the lumens individually to sustained pressures greater than 25 psi. Under 5x magnification the catheter outer diameter is unremarkable. The valves are without defect or deformity and respond appropriately to finger pressure without overlapping of the valve walls despite a small clot located at the distal valve. The complaint of phlebitis is unconfirmed. No evidence could be found connecting this complaint to the catheter. This product is made from soft, cured silicone tubing which has been shown to be universally bio-compatible and essentially inert. Reactions to the product are highly unlikely. Irritations generally stem from placement tehnique, reactions to medication, and patient physiology. The MFR maintains an ethylene oxide sterilization process which was validated in accordance with iso guidelines. The device history record for the subject lot was reviewed and showed that the sterilization cylce met all validated paramaters and that biological indicators were negative for growth post sterilization. Sterilization records indicate that microbiological testing was performed that shows this product was sterile and non-pyrogenic upon customer receipt, so long as the packaging seal integrity has not been compromised. Intolerance reaction to an implanted device is a complication which is addressed by the product instructions for use.